Manufacturer narrative:
Investigation summary: vascular dissection/patient device interaction: the cause of the patient device interaction problem was most likely patient condition related due to patient's anatomy and the complexity of obtaining large bore femoral access.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that during implantation of an impella cp the left common femoral artery was dissected, preventing the impella from advancing into the left ventricle. The patient was admitted to surgery and was in stable condition.

Manufacturer narrative:
Medical device problem code a150204 was erroneously entered on the initial manufacturer device report.